Event description:
A caller reported an occlusion alarm, which caused the customer's blood glucose level to read "high, a specific value was not provided. The customer managed the high levels with a correction injection via mdi and did not require third-party assistance. Tandem technical support instructed the caller to disconnect the device, load a new cartridge, and deliver a bolus, which completed successfully. A one-time pump replacement was provided.